Manufacturer narrative:
.

Event description:
Patient was allegedly thrown from scooter down a 15' cliff. Patient's wife (reporter) says that the patient had a concussion, facial lacerations and a back injury as a result of falling. Reporter alleges that the scooter surged causing the accident.